Event description:
Reportedly, upon firing the instrument, the clip did not load properly into the instrument's jaws. This resulted in the jaws jammed in the open position in the trocar. Therefore, the instrument and trocar had to be removed from the pt cavity together. When the instrument and trocar were removed, the trocar's anchor damaged the peritoneum and bleeding followed. Procedure: cholecystectomy. Pt status: no pt injury reported.